Event description:
A (B)(6) male pt contacted zoll customer support to report that his monitor made an unfamiliar sound and was constantly resetting. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (abnormal shutdowns) is being investigated. Upon receipt, the monitor was constantly resetting. A root cause investigated is currently being performed by engineering. A supplemental report will be sent upon completion of the investigation. No adverse event resulted form the defective monitor. The pt received a replacement monitor.